Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. The visual inspection and functional test identified the reported condition as a leak that streamed water, which would have been obvious if present during filling. Magnified inspection of the leak location identified a round, concave puncture. The manual add port cap had been removed, and the manual add port septum had been spiked. As manual additions to the tpn solution occur after bag filling, it is unlikely additions to the tpn solution would have been made if a leak was present. Based on evaluation findings, the condition was determined to have occurred during handling of the filled bag. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to be leaking from the upper right corner, on the printed side of the bag. The leak was discovered before delivery to the patient. This report documents no patient involvement or adverse events. No additional information is available.